Event description:
It was reported the patient experienced ¿stimulation in the wrong location.¿ it was reported that three days after the implant, the patient ¿felt rib pain.¿ it was stated ¿the lead had moved lateral.¿ it was noted a fluoroscopy examination had been performed and it was noted there was lead ¿movement from the original implant.¿ the lead was revised on the day of report and moved ¿back to center which resolved the rib pain.¿ additional information reported the lead was ¿moved down¿ during the revision procedure. It was stated ¿there was not any product removed or malfunctions seen¿ during the revision procedure. Following the procedure, the patient ¿received great coverage and denied rib stimulation.¿ it was noted an impedance test was performed and the results indicated ¿nothing out of range.¿ the patient was seen two weeks following the revision surgery and was ¿doing very well with coverage.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead product ID 37746, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), (B)(4).